Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly, within one day. There was no reported impact to the customer's blood glucose level. The customer refused to perform troubleshooting with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.